Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
Received information that there was insulin dripping out of the cartridge septum. The customer's blood glucose level was not impacted.